Event description:
The customer reported that they system had an overload fault error and shut down during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.